Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty during the implant procedure of the right atrial (ra) lead and the lead could not be fixed. The ra lead dislodged, and was explanted and replaced. No patient complications have been reported as a result of this event.